Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 526 mg/dl at the time of incident. Customer reported that auto mode feature was not active. Customer treated with manual injection. Customer reported that they received insulin flow blocked alarm. After starting new set he did not receive anymore insulin flow blocked alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.